Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that the battery impedance increased from 4kohm to greater tha 10kohm within 10 months. The implant manual recommends 6month follow-ups when device reaches 5kohms. Has there been an update to the recommendations on interval of follow-up near eri or changes to the battery impedance value as to when to intensify follow-ups near eri ? Preliminary analysis did not reveal any irregularities on the subject device.

Event description:
It was reported that the battery impedance increased from 4kohm to >10kohm within 10 months. The implant manual recommends 6month follow-ups when device reaches 5kohms. Has there been an update to the recommendations on interval of follow-up near eri or changes to the battery impedance value as to when to intensify follow-ups near eri ?

Manufacturer narrative:
Preliminary analysis did not reveal any irregularities on the subject device.

Event description:
It was reported that the battery impedance increased from 4kohm to >10kohm within 10 months. The implant manual recommends 6month follow-ups when device reaches 5kohms. Has there been an update to the recommendations on interval of follow-up near eri or changes to the battery impedance value as to when to intensify follow-ups near eri ?